Event description:
It has been reported by customer - development of catagory 3 pressure ulcer on alpha response dynamic mattress replacement system.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer getinge (B)(4). The facility ((B)(6) hospital) informed the manufacturer (arjohuntleigh) that an adverse event incident occurred involving one of our products at the time (alpha response). The facility described the event as: development of category 3 pressure ulcer on alpha response dynamic mattress replacement system. It was confirmed by the facility that a pressure ulcer became present. It was also confirmed that the mode of operation from an alternating surface to a static surface was unintentionally activated. Based on the information provided, the unit involved was evaluated and we established that no malfunction had occurred with the system, however it was found that the mode of operation was unintentionally changed by the carer (clp mode activated) and would have significantly impacted on the therapy provided to the patient. Due to the nature of the injury, we believe it to be serious and reportable to the competent authorities. We cannot accurately determine the root cause for the injury, however in light of the following information along with an assessment by the facility, it is felt that patient condition/attitude together with user error contributed to this incident. Rca revealed the following: avoidable pressure ulcer; pt weight not recorded in a&e on admission; waterlow score 19; pt non-compliant and refusing to mobilize; pt incontinent of urine; poor nutritional status - referred to dietetics; declined physiotherapy; no confused mental state; repositioning chart was not instigated until pu was discovered. Ward sister noted that clp mode had been selected on pump unintentionally - ? Untrained staff. It is our conclusion that a number of factors contributed to the adverse event, however the most significant was the unintentional change to the mode of operation, that caused the mattress to switch from an alternating surface to a static surface. Failure to recognize the change over a prolonged period may have contributed to the patient's condition. Our alpha response system is fitted with a display screen that clearly informs the user of its current status. We have not recorded any previous incidents of this nature in the past with approx (B)(4) units produced globally. We therefore see this as an isolated incident. We continue to monitor all events periodically and should any adverse trends appear, take the necessary action to reduce any risk. We have not been able to find any contributing manufacturing anomalies. The device did meet its specifications.